Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported via mail that the customer complained about experiencing multiple sensor reading discrepancies. Customer stated that the sensor provides readings that are dangerously inaccurate. The sensor readings are over 150 points apart from the actual blood glucose level. The customer has not required hospitalization but has had several low blood glucose events where glucagon emergency kits had to be used and was not alerted by the insulin pump as the sensor was reading a normal glucose level.